Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the programming error of heparin in which the intended dose was 9 units/kg/hour and medication was programmed as 9 ml/hour. There was patient involvement but no harm.

Event description:
It was reported that the programming error of heparin in which the intended dose was 9 units/kg/hour and medication was programmed as 9 ml/hour. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the user programming a rate of 9ml/hr instead a dose of 9units/kg/hr was confirmed during review of the provided infusion report. No testing was able to be performed due to no devices being returned for investigation. The facility did not provide any device logs; however, an infusion report was provided, which confirmed the report of a heparin infusion, manually programmed with a rate of 9ml/hr and a dose of 13.64 units/kg/hour, on 7dec2025 at 3:10 am (already started), until 7:08 pm, when the infusion was paused. The bd alaris user manual v12.3.2 has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of a user programming a rate of 9ml/hr instead a dose of 9units/kg/hr was confirmed by the facility to be a user error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.